Event description:
It was reported that during a da vinci s single vessel small thoracotomy cardiac procedure, the surgeon's image had lines and flickered when the camera was moved. The isi representative onsite for the procedure found the camera head cable connection was loose and tightened the connection, however, the image issue continued. The site obtained their secondary vision cart to continue the procedure. The site received system error code # 23017 on a patient side manipulator (psm) arm and could not over ride the fault. The affected psm was disabled and the system was rebooted, however, the system would not pass the power up sequence and presented system error code # 25588. The system was rebooted multiple times, however, the system error codes continued to occur. Approximately 2.5 hours into the procedure, the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found system error code #23017 and system error code #25588 were associated with a patient side manipulator (psm) arm. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. The fse also replaced the camera cable due to the vision issue experienced by the customer earlier in the procedure. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by replacing the affected psm and the camera cable. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code #23017 appears when the da vinci s safety system determines that a motor did not respond as expected and the measured motion did not match the internal stimulation of the motor. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". System error code #25588 is a sympathetic error and occurs during the self test upon system power up when a loop response test fails. The psm and camera cable were returned to isi for failure analysis investigation. Engineering confirmed the customer reported problem and found the psm faulted immediately. The logic board assembly as well as multiple axis' motor / encoder, potentiometers, and main harness assembly were replaced. The camera cable was tested and found to be working to specification without physical damage or flaws. As of june 25, 2009, there have been no reported recurrences of the issue at this hospital.